Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a similar device. There were no reports of patient harm or delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. The event was confirmed; however, a definitive root cause could not be determined. Based on the results of the investigation, the event occurred due to corrosion of the circuit board. Olympus will continue to monitor the field performance of this device.